Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a hardware error on (B)(6) 2015. Pediatric patient is using an adult receiver. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The customer complaint was confirmed. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.